Event description:
It was reported that the patient had 2 vac pumps from s+n and when the therapy was started the first device (604216) visibly built up the suction. The second therapy device was connected and it also built up a visible negative pressure. A final position check of the cables and hose systems was carried out after a vac sponge change to avoid possible pressure points on the patient's skin. It was noticed that the bandages were no longer under suction. The tube system of the first one above had no suction and there was no acoustic alarm signal. A control on the device showed "therapy in progress". The soft port was changed, however, this did not solve the problem. The device continued to show "therapy running" without having suction on the wound. After 11 min without working the device was stopped and the canister was replaced again. After the exchange, the unit was able to build up the suction. Further information regarding the current status of the patient is not available.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, fail to alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Failure to alarm: factors that can cause this failure are misalignment or physical blockage at the soft port to the dressing interface. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.